Manufacturer narrative:
This product remains implanted; therefore, technical analysis cannot be conducted. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing and shock impedance and high stimulation threshold due to a lead fracture. Subsequently, a surgery was scheduled but was ultimately cancelled due to patient anatomy, and the patient was referred to cardiac surgery. No adverse patient effects were reported. To date, no additional information has been received. Should pertinent follow-up information be provided in the future, an updated report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited out of range pacing and shock impedance and high stimulation threshold due to a lead fracture. Subsequently, a surgery was scheduled but was ultimately cancelled due to patient anatomy, and the patient was referred to cardiac surgery. No adverse patient effects were reported.